Manufacturer narrative:
The device is expected to be returned for evaluation. The lot # was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.

Event description:
Device malfunction: inaccurate delivery outside of pt. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery, after a diagnostic procedure. Reportedly, as the device was being deployed, it was noticed that the clip did not deploy in the artery but fell from the device into the user's hand. Manual compression was applied to achieve hemostasis . There were no reported adverse patient sequelae. Though requested, no additional information was available.